Event description:
Clinical info indicates that this pt underwent an operation in 2007 at which time this specimen was obtained from the right knee, in the region of a prior acl repair. Surgeon used the shaver liberally to remove the scarring as well as the duckbill biter to remove some of the thick scarring at the base of the acl. The bulge over the tibial tunnel was opened and upon entering a pocket a creamy, yellow paste was expressed which was sent for culture. The paste appeared to be the remnant of the bioabsorbable screw, which was essentially absent once the tunnel was curetted and throughly irrigated. The tendon graft appeared to be attached to the wall of the tunnel. The wound was throughly irrigated. 2-0 vicryl was used for the subcutaneous and 4-0 nylon for the skin. The wounds were dressed in sterile fashion. The pt tolerated the procedure well without complications and left the operating room in stable condition".

Manufacturer narrative:
.